Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-03562 for the other associated device info. It was reported to boston scientific corp that two sensation jumbo snare oval devices were used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, while attempting to remove the polyp, the first two snares failed to cauterize. The procedure was successfully completed with a third sensation jumbo snare oval device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).